Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.